Manufacturer narrative:
Result: missing head right siderail.

Event description:
It was reported by service report that the head right siderail was missing. No pt involvement or adverse consequences were reported.